Event description:
A pt underwent repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. The sheath was introduced and the tag device placed inside it. However, the sheath would not advance further so the device was removed. The device looked fine except for two loose constraining sleeve strings. More force was used to advance the sheath and the device was reinserted. The sheath could not be advanced far enough for appropriate deployment so an attempt was made to remove the device; however, it self-deployed with the deployment knob intact during removal. The top portion deployed infrarenally and the bottom portion in the pt's right external iliac artery. A palmar stent was placed inside the gore tag thoracic endoprosthesis and used to collapse the proximal end of the device. The sheath was removed from the pt's right side and the left side was successfully used to repair the thoracic aneurysm using additional tag devices. A femorofemoral procedure was used to finalize the surgery.